Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used sensor; performed visual inspection and found sensor cannula bent. Unable to confirm customer received sensor in said condition due to customer returning sensor opened/used. Unable to confirm needle anomaly due to missing needle.

Event description:
Customer reported that he inserted a new sensor and noticed that the cannula was outside the sensor base. Customer stated that the introducer needle was hard to remove and the cannula was not attached to the sensor. Blood glucose value was 156 mg/dl. Nothing further reported.